Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead had a shock impedance measurement of 113 ohms. The impedance measurement has increased slowly from january 2006 when it was 79 ohms. It reached as high as >125 ohms in october 2006. It was now reported to be fairly stable between 113 and 118 ohms. No noise is present on and all other lead measurements are normal. There have been no episodes since november 2005 when the shock impedance was 29 ohms. A boston scientific technical services (ts) consultant recommended an x-ray and maximum energy shock to test the lead intergrity. No adverse patient effects were reported.